Manufacturer narrative:
The device in question has been returned to olympus and was sent to OEM (original equipment manufacturer) for evaluation; however, analysis of the device is not yet available and the cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that the customer received a damaged and open package of a single use sterile ureteral stent. There was no patient involvement reported on this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. Olympus¿ initial evaluation of the device found a crack and piece missing in the plastic tray of the packaging. The original equipment manufacturer (OEM) evaluated pictures provided by olympus of the returned device, lot number 5606024. A full review of the manufacturing process for this device was performed. Nothing out of specification was found, and manufacturing was done according to current standard operation procedures, quality assurance procedures and customer drawing specifications. A device history record (DHR) review was conducted and found that the product met all specifications with no non-conformances. Based on the OEM investigation, it was concluded that there is not enough evidence to attribute this reported issue to the OEM's manufacturing process.